Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device error log, a ventilator inoperative error was observed. No repairs were performed. The unit will be scrapped.